Event description:
The customer contact reported a loose connection. On an unspecified date, it was reported that the tube was loose at the y-site. No specific details were provided. No info was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. During the investigation, no possible cause for the customer reported loose connection at the y-site was identified. The device was not returned to hospira for testing and investigation; therefor, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reported upon query by hospira personnel.